Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Rep reported patient fell and dislocated right hip. Surgery also due to recall of femoral head 36+5 v40.

Manufacturer narrative:
An event regarding dislocation involving a metal head was reported. The event was not confirmed. Method and results: device evaluation and results: could not be performed as no items associated with the event were returned for evaluation. Medical records received and evaluation: a review of the medical records and provided undated x-rays by a clinical consultant indicated: ¿no clinical or past medical history, no dated serial x-rays, no revision operative reports, and no examination of the explanted components are available for review. Based upon the information available for review, no determination can be made regarding the cause of this clinical event.¿ device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies complaint history review: there has been no other event for the lot referenced. This event was determined to be within the scope of ra 2016-028. Conclusions: lot specific voluntary recall ra 2016-028 was initiated for the lfit v40 cocr heads within scope the CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required

Event description:
Rep reported patient fell and dislocated right hip. Surgery also due to recall of femoral head 36+5 v40.